Event description:
It was reported to baxter that the reservoir of one (1) ce intermate sv200 device had ruptured during filling. According to the customer, the device was being filled with normal saline when the rupture occurred. There was no patient involvement. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was not confirmed. The device was received with the reservoir completely in tact with the stress member and no evidence of a rupture. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.